Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced vomiting early in the morning upon waking. At home, the family reviewed the patient¿s cgm reading, which showed 127 mg/dl, within normal range. No bg fingerstick was performed, and no treatment was given prior to seeking care. The parent elected to take the patient to the hospital. Upon arrival, a bg fingerstick measured approximately 400 mg/dl, while the cgm continued to display values within the patient¿s typical range (exact cgm reading not provided during the report). The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment with intravenous fluids and IV insulin. She was admitted to the ICU on (B)(6) 2025 and remained there until (B)(6) 2025, after which she was transferred to a general care unit. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was reported to be doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.